Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, abdominal pain, diarrhea and fever. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for peritonitis. The patient was treated with injection amikacin sulfate (20mg/ daily/ intravenous drip/ discontinued after 5days). Four days after the event diagnosis, the patient was treated with injection vancomycin hydrochloride (500mg/ intravenous drip/ discontinued after 32days). Five days after peritonitis diagnosis, the patient was recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.